Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. A faulty optical cam sensor caused the issue. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error code 41622-1003. There was no patient involvement and no patient harm/unknown adverse event reported.